Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was delaminated. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ripped and delaminated. The event history log was reviewed, and no errors were found. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The dso seal was replaced. Analysis noted that the dso seal damage was considered normal wear and tear.